Manufacturer narrative:
(B)(4), superdimension is filing this MDR due to the additional risk associated with multiple exposures to general anesthesia. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, while attempting to reach the lesion, the system showed out of sensing volume. The verified registration was completed successfully. The physician was not able to complete the enb portion of the case and the case was not completed by other means.